Event description:
Caller reported a cgm error regarding their device. There was no adverse impact to the customer's blood glucose level during this event. Technical support instructed the caller on how to reset the pump, and after the reset, the error code did not reappear. The caller successfully initiated their sensor session, and no further actions were necessary.